Manufacturer narrative:
A sample device was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. A sample was not returned; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported that seven years after a glaucoma filtering shunt was implanted it became exposed. The shunt was explanted. Additional information was requested.